Event description:
It was reported that the bd intima-ii¿ closed IV catheter systems prn was found damaged when removing it from the packaging. The following information was provided by the initial reporter, translated from chinese: "at 15:55 p.m. On (B)(6) 2022, the nurse of the department of infection prepared to insert needles for the children, opened the package of an enclosed venous indignant needle, and found that the prn of the indignant needle was damaged, so it was abandoned and sealed."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1203278. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a photograph of the affected device was submitted, which displayed damage to the sleeve stopper of the adapter. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint from the photograph alone. H3 other text : see h10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter systems prn was found damaged when removing it from the packaging. The following information was provided by the initial reporter, translated from chinese: "at 15:55 p.m. On february 17, 2022, the nurse of the department of infection prepared to insert needles for the children, opened the package of an enclosed venous indignant needle, and found that the prn of the indignant needle was damaged, so it was abandoned and sealed."